Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage, the image on switch 1 was frozen and recorded on its own. Due to damage to the charged coupled device unit, the image is noisy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had image interference. There was noise in the image and the image recorded on its own. There were no reports of patient involvement.